Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had laparotomy exploration due to sudden upper abdominal pain that rapidly spread to the whole abdomen for 34 hours. During the surgery, a synthetic absorbable surgical suture was used to suture the tissue but the needle and suture was found detached without a reason. They searched for the complete suture and needle alignment and discard it. Another absorbable surgical suture was replaced, and the surgery was continued after the examination and the surgery was successfully completed. There was no patient injury.